Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level that ranged from 50-60 mg/dl; cause was unknown. The customer addressed the low bg by consuming 4 oranges. No backup currently available. Caller will reach out to hcp.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.